Event description:
New information received indicates that the patient condition was stable post-procedure.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device approaching eri exhibited noise on the atrial and far-field channels. The patient is in chronic af and due for generator change out. All other measurements are stable. Session records were requested for further investigation. No further information is available at this moment.